Event description:
On (B)(6) 2014, the lay user/patient¿s mother contacted lifescan (lfs) (B)(6) alleging that the patient¿s one touch verio iq meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation.the reporter claimed that at 10:23pm on (B)(6) 2014, the patient obtained results of ¿275mg/dl and 306mh/dl¿ on the subject meter. The two tests were performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results satisfies lifescan¿s criteria for precision. The reporter detailed that prior to the meter issue occurring the patient had developed symptoms of ¿cold and shaking¿ which the patient¿s mother associated with hypoglycemia. The reported detailed that the patient manages his diabetes with self-adjusted doses of insulin and that the day prior to becoming symptomatic, the reporter administered the patient with a dose of insulin that she felt was incorrect because she had based it on an allegedly high result on the subject meter, thus causing the patients alleged hypoglycemic symptoms. The reporter detailed that on monday, (B)(6) 2014 the patient was self-treated with food or drink.during troubleshooting, the cca noted that the meter was set to the correct units of measure and that an approved sample site had been used. Replacement products were sent to the patient.this complaint is being reported because the reporter claimed the meter was reading inaccurate and that the patient was administered treatment based on an allegedly inaccurate result. The patient then reportedly developed symptoms suggestive of severe hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.